Manufacturer narrative:
No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an operation for a scaphoid fracture, the screwdriver shaft broke. The surgeon was inserting a screw without predrilling, but the cortical bone was too hard to insert. So the surgeon tried to remove the screw with the screwdriver shaft, and then the screwdriver shaft broke. There was no spare, so the screw was removed with pliers after additional skin incision. The operation was completed using another company¿s implant; there was a one-hundred-twenty minute surgical delay was reported. No piece of the broken screwdriver shaft was left in the patient. No harm to the patient was reported related to the surgical delay or additional skin incision. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint screwdriver shaft has shown that the t8 screwdriver is badly damaged and broken out. The device history record was researched; no abnormal findings were identified. It appears that the cause of failure is not due to any manufacturing issues; it is likely that a mechanical overload caused the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.